Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, noise in the occurrence and therefore no image is displayed. A root cause could not be identified. Olympus was not able to confirm the customer failure. However, based on the results of the investigation, the most probable cause of the additional failure "the r-unit is broken, noise in the occurs and therefore no image is displayed" is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use.

Event description:
It was reported the rigid video scope cable on the handpiece was defective, causing image flickering and a purple tint. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.